Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported via a manufacturer representative that the hub of the blade came apart/disconnected prior to operation. Another blade was used and the case ran smoothly. There was no patient impact.

Manufacturer narrative:
Analysis of the blade found that the tracker and outer hubs came loose from the irrigating collar. The loose component(s) were not likely to become a device fragment. The two components shall be bonded together using adhesive. There was adhesive present on the mounting surfaces; however, the information most likely indicates insufficient adhesion resulted in the detachment. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative stating that the technician tried to adjust the blade, but the hub could not be reconnected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.